Event description:
On (B)(4) 2017, there was an issue with the simple arm of the mayfield composite series skull clamp, the one with the torque screw. When the system is fixing the head of the patient and is assembled on the right way and you put a little pressure on the arm, the whole skull clamp moves some millimeters. No patient was injured. There was an increase of the surgery time for 20-30 minutes. Additional information was received on 2(B)(6) 2017 as follows: a (B)(6) -year-old female patient was undergoing a craniotomy procedure. The medical staff finished the procedure using the same unit. The increase of the surgery time did not harm the patient.

Manufacturer narrative:
Investigation completed 11/2/2017. The device in question was not released for review. The lot number was not provided. No new design or manufacturing trends have been identified. Should the product be returned a failure analysis and/or root cause will be performed at that time.